Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient had received an inappropriate shock during in-patient care. Upon interrogation, the right ventricular lead exhibited noise that was detected as ventricular fibrillation which caused the inappropriate shock. The rv lead will continue to be monitored. The patient was stable.